Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d. Implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. High pacing thresholds were noted on the left ventricular (lv) lead. The crt-d was explanted and replaced while the lead remains in use. No patient complications have been reported as a result of this event.